Event description:
It was reported that there was a hole in the tubing of the homechoice cassette which resulted in a leak. The line was wet. This occurred during first dwell of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.